Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through inspecting and cleaning parts of the pump, including removing an o-ring, cleaning the pneumatic tap area, and ensuring the cartridge was properly attached and loaded. The caller successfully completed the load process and resumed insulin delivery.